Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation, haemorrhagic cyst and vulval irritation. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fungal infection ("infection type:yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection type:vaginal"). The patient was treated with surgery (partial hysterectomy and right side oophorectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fungal infection, vaginal haemorrhage, vaginal infection and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, event added :- dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal, menorrhagia). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis. Concurrent conditions included constipation, haemorrhagic cyst and vulval irritation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ibuprofen, nsaids since 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast/infection type:vaginal"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy and right salpingo-oophorectomy in 2012). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, dyspareunia, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Discrepancy noted: in current pfs it was mentioned that she had not removed her essure. Plaintiff had claimed on date: 01jun2017. Nature of claimed injury/disability: unable to work she was dealing with pain all over my body, could not even moved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-oct-2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received, events added- abdominal pain, back pain. Events onset date and severity added, medical history and concomitant drug added. Event vaginal infection clubbed with vulvovaginal mycotic infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and post procedural infection ('complications during removal surgery: infection') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, ovarian cyst ruptured, lupus erythematosus and bladder operation. Concurrent conditions included constipation, haemorrhagic cyst, vulval irritation, post-traumatic stress disorder, hemorrhagic cyst, gi bleed, right lower quadrant pain, leukocytosis, stress urinary incontinence, vulval irritation, cerebral perfusion pressure decreased and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ibuprofen, nsaids since 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast/infection type:vaginal"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural infection (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (partial hysterectomy and right salpingo-oophorectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the vulvovaginal mycotic infection, vaginal haemorrhage, dyspareunia, depression, anxiety, abdominal pain, back pain, post procedural infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, post procedural infection, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Discrepancy noted: in current pfs it was mentioned that she had not removed her essure. Plaintiff had claimed on date: (B)(6) 2017. Nature of claimed injury/disability: unable to work she was dealing with pain all over my body, could not even moved patient received treatment for : pelvic pain, dysmenorrhea ,menorrhagia and urinary tract infection discrepancy noted in insertion date-(B)(6) 2015 and removal date-(B)(6) 2016 discrepancy noted in insertion date of removal (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: impression: 1. No evidence for obstruction or free air. 2. Moderate amount stool overlying the colon. 3. Three small calcifications overlying the right hemi pelvis likely represent small phlebitis.. Computerised tomogram - on (B)(6) 2012: 1. Cystic lesion in the left adnexa most consistent with a hemorrhagic ovarian cyst based on comparison with ultrasound images. 2. Thickening of the left lateral rectum may be pathologic or secondary to technique. Proctoscopy can be performed for further evaluation.. Computerised tomogram liver - on (B)(6) 2010: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance.. Computerised tomogram spine - on (B)(6) 2010: impression: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: ovary and tube, right salpingo-oophorectomy benign fallopian tube. Vaginal scar-it consists of of an irregular fragment of fibrotic tissue.. Ultrasound pelvis - on (B)(6) 2012: impression: 1. Multiple complex cystic structures within the left ovary, characteristic of hemorrhagic cysts. The largest measures 4.3 cm x 4.2 cm x 3.2 cm. Recommend repeat pelvic ultrasound after 2 menstrual cycles to ensure resolution. 2. Normal right ovary. 3. The uterus is surgically absent. 4. Small amount of free fluid in the pelvis, likely physiologic; on (B)(6) 2012: 1. Complex cystic structure on the left adnexa likely representing a hemorrhagic cyst. Interval followup in 6 weeks is recommended to assess for resolution. 2. Status post hysterectomy. Ultrasound scan vagina - on (B)(6) 2011: finding: there is a 1.6 cm well-circumscribed simple-appearing cyst associated with the right ovary. Impression: status post hysterectomy and right ovarian cyst otherwise unremarkable study.; on (B)(6) 2012: history partial right ovary removal due to cyst rupture; on (B)(6) 2017: 1. No evidence of torsion 2. Status post partial hysterectomy and partial right oophorectomy.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, depression, anxiety lot number: 709952 manufacturing date: 2010-01 expiration date:2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and post procedural infection ('complications during removal surgery: infection') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, ovarian cyst ruptured, lupus erythematosus and bladder operation. Concurrent conditions included constipation, haemorrhagic cyst, vulval irritation, post-traumatic stress disorder, hemorrhagic cyst, gi bleed, right lower quadrant pain, leukocytosis, stress urinary incontinence, vulval irritation, cerebral perfusion pressure decreased and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ibuprofen, nsaids since 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast/infection type:vaginal"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural infection (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (partial hysterectomy and right salpingo-oophorectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the vulvovaginal mycotic infection, vaginal haemorrhage, dyspareunia, depression, anxiety, abdominal pain, back pain, post procedural infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, post procedural infection, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Discrepancy noted: in current pfs it was mentioned that she had not removed her essure. Plaintiff had claimed on date: (B)(6) 2017. Nature of claimed injury/disability: unable to work she was dealing with pain all over my body, could not even moved patient received treatment for : pelvic pain, dysmenorrhea ,menorrhagia and urinary tract infection discrepancy noted in insertion date- (B)(6) 2015 and removal date-(B)(6) 2016. Discrepancy noted in insertion date of removal (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: impression: 1. No evidence for obstruction or free air. 2. Moderate amount stool overlying the colon. 3. Three small calcifications overlying the right hemi pelvis likely represent small phlebitis.. Computerised tomogram - on (B)(6) 2012: 1. Cystic lesion in the left adnexa most consistent with a hemorrhagic ovarian cyst based on comparison with ultrasound images. 2. Thickening of the left lateral rectum may be pathologic or secondary to technique. Proctoscopy can be performed for further evaluation. Computerised tomogram liver - on (B)(6) 2010: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance.. Computerised tomogram spine - on (B)(6) 2010: impression: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: ovary and tube, right salpingo-oophorectomy benign fallopian tube vaginal scar-it consists of of an irregular fragment of fibrotic tissue.. Ultrasound pelvis - on (B)(6) 2012: impression: 1. Multiple complex cystic structures within the left ovary, characteristic of hemorrhagic cysts. The largest measures 4.3 cm x 4.2 cm x 3.2 cm. Recommend repeat pelvic ultrasound after 2 menstrual cycles to ensure resolution. 2. Normal right ovary. 3. The uterus is surgically absent. 4. Small amount of free fluid in the pelvis, likely physiologic; on (B)(6) 2012: 1. Complex cystic structure on the left adnexa likely representing a hemorrhagic cyst. Interval followup in 6 weeks is recommended to assess for resolution. 2. Status post hysterectomy. Ultrasound scan vagina - on (B)(6) 2011: finding: there is a 1.6 cm well-circumscribed simple-appearing cyst associated with the right ovary. Impression: status post hysterectomy and right ovarian cyst otherwise unremarkable study.; on (B)(6) 2012: history partial right ovary removal due to cyst rupture; on (B)(6) 2017: 1. No evidence of torsion 2. Status post partial hysterectomy and partial right oophorectomy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and post procedural infection ('complications during removal surgery: infection') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis. Concurrent conditions included constipation, haemorrhagic cyst and vulval irritation. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as ibuprofen, nsaids since 2011, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast/infection type:vaginal"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and post procedural infection (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy and right salpingo-oophorectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, dyspareunia, depression, anxiety, abdominal pain, back pain and post procedural infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Discrepancy noted: in current pfs it was mentioned that she had not removed her essure. Plaintiff had claimed on date: (B)(6) 2017. Nature of claimed injury/disability: unable to work she was dealing with pain all over my body, could not even moved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event complications during removal surgery: infection added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and post procedural infection ('complications during removal surgery: infection') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, ovarian cyst ruptured, lupus erythematosus and bladder operation. Concurrent conditions included constipation, haemorrhagic cyst, vulval irritation, post-traumatic stress disorder, hemorrhagic cyst, gi bleed, right lower quadrant pain, leukocytosis, stress urinary incontinence, vulval irritation, cerebral perfusion pressure decreased and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for birth control as well as ibuprofen, nsaids since 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast/infection type:vaginal"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural infection (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (partial hysterectomy and right salpingo-oophorectomy in 2012). Essure was removed on (B)(6) -2012. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the vulvovaginal mycotic infection, vaginal haemorrhage, dyspareunia, depression, anxiety, abdominal pain, back pain, post procedural infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, post procedural infection, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Discrepancy noted: in current pfs it was mentioned that she had not removed her essure. Plaintiff had claimed on date: (B)(6) 2017. Nature of claimed injury/disability: unable to work she was dealing with pain all over my body, could not even moved patient received treatment for : pelvic pain, dysmenorrhea ,menorrhagia and urinary tract infection discrepancy noted in insertion date-(B)(6) 2015 and removal date-(B)(6) 2016 discrepancy noted in insertion date of removal (B)(6) 2019. Description: trailing coils: left 7 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: impression: 1. No evidence for obstruction or free air. 2. Moderate amount stool overlying the colon. 3. Three small calcifications overlying the right hemi pelvis likely represent small phlebitis.. Computerised tomogram - on (B)(6) 2012: 1. Cystic lesion in the left adnexa most consistent with a hemorrhagic ovarian cyst based on comparison with ultrasound images. 2. Thickening of the left lateral rectum may be pathologic or secondary to technique. Proctoscopy can be performed for further evaluation.. Computerised tomogram liver - on (B)(6) 2010: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance.. Computerised tomogram spine - on (B)(6) 2010: impression: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: ovary and tube, right salpingo-oophorectomy benign fallopian tube. Vaginal scar-it consists of of an irregular fragment of fibrotic tissue.. Ultrasound pelvis - on (B)(6) 2012: impression: 1. Multiple complex cystic structures within the left ovary, characteristic of hemorrhagic cysts. The largest measures 4.3 cm x 4.2 cm x 3.2 cm. Recommend repeat pelvic ultrasound after 2 menstrual cycles to ensure resolution. 2. Normal right ovary. 3. The uterus is surgically absent. 4. Small amount of free fluid in the pelvis, likely physiologic; on (B)(6) 2012: 1. Complex cystic structure on the left adnexa likely representing a hemorrhagic cyst. Interval followup in 6 weeks is recommended to assess for resolution. 2. Status post hysterectomy. Ultrasound scan vagina - on (B)(6) 2011: finding: there is a 1.6 cm well-circumscribed simple-appearing cyst associated with the right ovary. Impression: status post hysterectomy and right ovarian cyst otherwise unremarkable study.; on (B)(6) 2012: history partial right ovary removal due to cyst rupture; on (B)(6) -2017: 1. No evidence of torsion 2. Status post partial hysterectomy and partial right oophorectomy.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, depression, anxiety lot number: 709952, manufacturing date: 2010-01, expiration date:2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. On 19-apr-2021: mr received: reporter information and rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation, haemorrhagic cyst and vulval irritation. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as nsaid's since (B)(6) and paracetamol (acetaminophen) since (B)(6). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) , the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast") and vaginal infection ("infection type:vaginal"). The patient was treated with surgery (partial hysterectomy and right side oophorectomy). Essure was removed in (B)(6) . At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, vaginal infection, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Reporter information updated. Events depression, anxiety were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included constipation, haemorrhagic cyst and vulval irritation. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fungal infection ("infection type:yeast"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection type:vaginal"). The patient was treated with surgery (partial hysterectomy and right side oophorectomy). Essure was removed in 2012. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fungal infection, vaginal haemorrhage, vaginal infection and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-oct-2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and post procedural infection ('complications during removal surgery: infection') in a 30-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, ovarian cyst ruptured, lupus erythematosus and bladder operation. Concurrent conditions included constipation, haemorrhagic cyst, vulval irritation, post-traumatic stress disorder, hemorrhagic cyst, gi bleed, right lower quadrant pain, leukocytosis, stress urinary incontinence, vulval irritation, cerebral perfusion pressure decreased and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for birth control as well as ibuprofen, nsaids since 2011, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection type:yeast/infection type:vaginal"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural infection (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (partial hysterectomy and right salpingo-oophorectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the vulvovaginal mycotic infection, vaginal haemorrhage, dyspareunia, depression, anxiety, abdominal pain, back pain, post procedural infection, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication, post procedural infection, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Discrepant information noted that she currently planning for essure removal. Discrepancy noted: in current pfs it was mentioned that she had not removed her essure. Plaintiff had claimed on date: (B)(6) 2017. Nature of claimed injury/disability: unable to work she was dealing with pain all over my body, could not even moved. Patient received treatment for : pelvic pain, dysmenorrhea ,menorrhagia and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2010: impression: 1. No evidence for obstruction or free air. 2. Moderate amount stool overlying the colon. 3. Three small calcifications overlying the right hemi pelvis likely represent small phlebitis. Computerised tomogram - on (B)(6) 2012: 1. Cystic lesion in the left adnexa most consistent with a hemorrhagic ovarian cyst based on comparison with ultrasound images. 2. Thickening of the left lateral rectum may be pathologic or secondary to technique. Proctoscopy can be performed for further evaluation.. Computerised tomogram liver - on (B)(6) 2010: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance.. Computerised tomogram spine - on (B)(6) 2010: impression: 1. No CT evidence of acute traumatic injury in the abdomen or pelvis. 2. Small angiomyolipoma in the upper pole of the patient's right kidney as described in the findings section. 3. 2 to 3 mm in diameter nodule in the patient's left lower lobe. In the absence of significant smoking history, this is unlikely be of any clinical significance. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: ovary and tube, right salpingo-oophorectomy benign fallopian tube vaginal scar-it consists of an irregular fragment of fibrotic tissue.. Ultrasound pelvis - on (B)(6) 2012: impression: 1. Multiple complex cystic structures within the left ovary, characteristic of hemorrhagic cysts. The largest measures 4.3 cm x 4.2 cm x 3.2 cm. Recommend repeat pelvic ultrasound after 2 menstrual cycles to ensure resolution. 2. Normal right ovary. 3. The uterus is surgically absent. 4. Small amount of free fluid in the pelvis, likely physiologic; on (B)(6) 2012: 1. Complex cystic structure on the left adnexa likely representing a hemorrhagic cyst. Interval followup. In 6 weeks is recommended to assess for resolution. 2. Status post hysterectomy. Ultrasound scan vagina - on (B)(6) 2011: finding: there is a 1.6 cm well-circumscribed simple-appearing cyst associated with the right ovary. Impression: status post hysterectomy and right ovarian cyst otherwise unremarkable study.; on (B)(6) 2012: history partial right ovary removal due to cyst rupture; on (B)(6) 2017: 1. No evidence of torsion 2. Status post partial hysterectomy and partial right oophorectomy.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abdominal pain, pelvic pain, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events - urinary tract infection and post procedural complication were added. Outcome of the event pelvic pain, dysmenorrhea and menorrhagia was updated to "recovered"/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.